Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized at the time of death and the patient had not experienced any events of peritonitis prior to their death. The cause of death was unknown. An autopsy was performed and the results were undetermined. The patient was not connected for pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date in (B)(6) 2014, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.